Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of damaged minicap was confirmed through sample evaluation. Visual inspection of the used sample revealed the minicap was cracked at the knit line on the surface of the cap. The surface crack only appeared when the minicap was squeezed from both sides or by over-tightening the minicap onto the luer of a transfer set. Pressure testing was performed with no leaks detected. (B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. It was determined the root cause of the cracked/damaged minicap was possibly from the user either excessively squeezing on both sides of the minicap or over-tightening the minicap onto the luer of the transfer set. (B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
A customer returned 6 used minicaps and unopened companion samples for further evaluation. It was reported that the minicaps had cracked. There was no patient injury or medical intervention reported.